Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and the right ventricular (rv) lead exhibited high shock impedance measurements. A revision procedure was performed where the rv lead was partially abandoned and partially removed. The lv lead was surgically abandoned. No additional adverse patient effects were reported.